Event description:
My essure procedure went horrible. During insertion, I was told my uterus was tilted and the doctor could not get to my right tube. I then endured about what felt like an eternity of scraping of the lining of my uterus as he tried to locate the second tube because of the saline that they use has absorbed into the lining making it impossible to locate the tube. I never had the second essure implanted because of the inability to find the fallopian tube. A few months after I had essure implanted, I was diagnosed with lupus. I also have endured hair loss, mood swings, heavy periods that make working impossible, excessive clotting during my period, inability to sleep, weight gain, irregular periods, to a list a few. I also feel a small twinge of pain where I am assuming the essure is located on my left side. I also had an x-ray done and my essure that I do have is almost folded in half and it looks like a piece of it is not connected. I was not told that people with compromised immune systems or nickel allergies did not make good candidates. Also, I was never told of pet fibers that were part of the coil.